Event description:
A distributor complaint was reported by vitalaire gmbh regarding an occlusion issue involving a medical device in germany on (B)(6) 2026. An alarm 2 followed by alarm 26 was noted, but there was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to disconnect the tubing, tighten the t:lock, and attempt a 5-unit bolus, but they declined to follow through with the troubleshooting process. Consequently, technical support was unable to determine the cause of the occlusion.

Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report # 3013756811-2026-39044.